Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. Proposed code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Proximal body: review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 11-300815 arcos 15x150mm spl tpr dist 262130. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to a refractured femur from a fall. Attempts have been made and no further information has been provided.